Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1; date of submission: 06/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/08/2015 with the following findings: several cs-087 'call service alarms', which represent cs-069 failures and can be indicative of the type of issue that was reported, were observed in the black box data. The pump powered on to a recurring cs-069 'call service alarms' which could not be resolved by rebooting. The cs-069 failure is defined as a language file corruption while retrieving the language text. The cs-069 failure is resident to the u39 flash chip; this device failure directly caused the reported issue. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that pump emitted a cs 069 call service alarm. It was noted that the alarm was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.